Manufacturer narrative:
The package insert warns that misuse of the product may result in burns or permanent scarring of healthy tissue or blindness. Usage details of the product (i.e time of charge, time after charging, time of application, method of charge, number of treatments and time between treatments) were not provided. Therefore, sufficient information is not available to determine if the product was used according to the recommended instructions for use.

Event description:
A female consumer reported that she used the scholl freeze verruca and wart remover on an unknown date and when she was putting the product back in the box, it exploded and hit her in the face and the spray got in her eye. She stated that there was no lasting damage.